Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system implant, without the delivery system. There appeared to have tissue attached to the implant. The implant was microscopically and visually inspected. Inspection revealed damage to the frame. Inspection of the rest of the device found no damage or defect. There was no evidence of any damage or irregularities contributing to the reported device embolization and the additional intervention, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that there was a device embolization. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was successfully implanted in the laa of the patient. There were no reported patient complications. On (B)(6) 2019 a transthoracic echocardiogram was performed since the patient had cardiopalmus. It was noted that the closure device had embolized and was in the left atrium of the patient. The physician used a snare to capture and remove the device from the patient. There were no patient complications following this event. On the same day the patient was implanted with a non bsc laa occluder device. On (B)(6) 2019 the patient was discharged from the hospital in good conditions.

Event description:
It was reported that there was a device embolization. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was successfully implanted in the laa of the patient. There were no reported patient complications. On (B)(6) 2019 a transthoracic echocardiogram was performed since the patient had cardiopalmus. It was noted that the closure device had embolized and was in the left atrium of the patient. The physician used a snare to capture and remove the device from the patient. There were no patient complications following this event. On the same day the patient was implanted with a non bsc laa occluder device. On (B)(6) 2019 the patient was discharged from the hospital in good conditions.